Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 110 closed samples and a picture of an open race-pack with blood and a loose needle without the attachment area segment. The picture shows that the needle has been hold with a needle holder in the attachment area and it broke. Some of the closed samples received have been tested for needle bending strength and the result is 12.52 nxcm in minimum, fulfilling the product specifications of 10.8 nxcm in minimum. Reviewed the needle batches manufacturing records, the results for bending strength were 12.98, 12.73 and 12.57 nxcm in minimum, fulfilling the product specifications of 10.8 nxcm in minimum. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released fulfilling usp/ep and b. Braun surgical requirements. Additionally, reviewed the complaint history record, there are no other complaints regarding this issue in any of the other products manufactured with the same needle raw material batches that have been used in this product. In this case, the handling with the needle holder is certainly the root cause of the broken channel end. As informed in the instructions for use of the product: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. According to the results of the test realized to the closed samples received from the customer and the batch manufacturing records review, the products comply with our specifications; furthermore, according to the picture received from the customer, the most probable root cause is that the needle has been hold with a needle holder in the attachment area and it broke, due to a wrong handling. Final conclusion: taking into account that the picture received shows a product that has been damaged due to handling error, we conclude that the complaint is not confirmed by evidence of the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle broke near needle attachment when suturing. The needle broke inside the cavity and it took a while to recover the part of the needle broken. There was only about 2-3 mm of needle attached to the thread and the other part of the needle is the one that broke in the cavity. The intervention took longer than it should have and surgeon had to separate the cavity more than usual to find it. The suture was used to suture a soft tissue, the needle was not forced. The first stitch of the vaginal tear was given, the needle broke and the distal part remained inside the vaginal cavity. With difficulty, but it was possible to recover the needle and proceeded to suture the tear with another suture of the same article code and lot number without incidence. There was no harm to the patient.